Manufacturer narrative:
No further data or information was provided for the investigation. Based on the information provided, the cause of the event could not be determined.

Event description:
We received an allegation of questionable results for 3 patient samples tested for total protein gen.2 (tp2) on a cobas 6000 c501 module. Of the data provided, the results for 1 patient sample were discrepant. The initial result was 7.5 g/dl. The repeat results were 8.6 g/dl and 8.2 g/dl.

Manufacturer narrative:
The c501 module serial number was (B)(6). Maintenance actions were performed, including air purges, probe washing, and preparing new qc and calibration materials. The issue was not resolved. The reagent was replaced, and qc was acceptable; however, the issue was not resolved. The investigation is ongoing.